Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and the results will be provided in a supplemental report. Troubleshooting of the pump delivery history revealed that the patient took excessive bolus insulin doses that she did not intend to take. This can contribute to the hypoglycemia that the patient experienced.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was found to be operating within required specifications and delivering insulin accurately. The complete pump history for the date of the event was not available for review due to continued use of the pump. A review of the total daily basal history shows that basal delivery was consistent with the programmed active basal rate for the (B)(6) of pump usage. There were no alarms related to the event noted in the pump history. The pump was exercised for 24 hours with no insulin delivery issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported she was admitted to the hospital on (B)(6) 2011, transported by (B)(6). She said she suffered a hypoglycemic event. She was reportedly admitted to ICU, taken off pump therapy and started on an insulin IV drip and is scheduled to be discharged on (B)(6). She states she does remember waking up and that she fell when she got up. Her husband found her unresponsive. She says she denies the pump being exposed to MRI or x-ray. She has poor eyesight and has a very hard time reading the screen. A doctor came into her hospital room to review bolus history. The night before the event at 6:28 pm 5.00 unit of a 15.0 unit was cancelled and two minutes later the patient received a bolus of 13.0 units. At 9:59 pm the patient took another 12.9 units. The patient does not recall why she took so much insulin and states that was a lot of insulin to take. There were no corresponding alarms in the pump history.